Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 3000429344 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a radial harvesting procedure, they had a faulty vasoview hemopro 2. The endoseal clamp would alarm and deactivate. They noticed a lose wire in the clamp. A second kit was opened with no issues, with no patient harm, there was a 10 minute delay in the cord and device exchange.